Event description:
Whilst client was seated in wheelchair the front castor (right hand when sitting in chair) bent inwards. The wheelchair went down on this side. Client was tipped sideways and couldn't get back up. Client reported he had to release the lap belt and lower himself to the floor.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in u.s. The alleged incident occured in the u.s.